Event description:
It was reported that pump battery would not charge, screen remained dark, and pump shut down, leading to inability to turn pump back on and customer¿s blood glucose reading showing as ¿high¿ on multiple days. Customer attempted multiple troubleshooting steps including using verified working wall outlets, tandem charging cable and adapter, a different wall adapter, and comparing charging supplies with previous pump that did turn on, then used correction insulin injections via injections and planned to use multiple daily injections as backup insulin therapy; technical support arranged out-of-warranty loaner pump, although customer later reported that new pump also experienced same charging problem and was referenced in a separate case.